Event description:
It was reported that the patient underwent incisional hernia procedure on an unknown date and mesh was implanted. Approximately two months post-operatively, the patient experienced some pain and redness in the area of the mesh without sign of inflammation. The patient was prescribed antibiotics and cooling for the condition and the mesh remains implanted. The physician opined that the patient experienced an allergic reaction. The current patient status is reported as fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.